Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the front case of their device was cracked around the therapy connector and the device would not recognize that the therapy cable was connected. As a result, defibrillation therapy may not be possible, if it were necessary. There was no patient use associated with the reported issue.

Manufacturer narrative:
The customer, a biomedical engineer, evaluated the device and verified the reported issue. Physio-control provided the biomed with technical assistance. The biomed replaced the therapy connector, therapy cable and front case. Proper device operation was observed through functional and performance testing and the device was returned to service for use. The device or the removed therapy connector, therapy cable and front case were not returned to physio-control for an evaluation. The cause of the reported issue could not be determined.